Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was of the rash due to the glue and tape used during the procedure, and the patient was at high risk for infection following the steroids for the skin rash. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID#(B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a rash due to the glue and tape used during the procedure. The patient received steroids for the rash and itching. On (B)(6) 2025, the patient woke up with discharge and inflammation at the chest incision site and was admitted to the hospital for a pocket infection. The patient received intravenous antibiotics and per the opinion of the physician, the patient was at high risk for infection following the steroids for skin rash. It was noted that the patient experienced a rash after receiving a medtronic neurostimulator several years ago. The patient was discharged on (B)(6) 2025 with a wound vacuum in place. On (B)(6) 2025, the wound vac was removed. The patient was seen and cleared on (B)(6) 2025 by the surgery team.

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a rash due to the glue and tape used during the procedure. The patient received steroids for the rash and itching. On (B)(6) 2025, the patient woke up with discharge and inflammation at the chest incision site and was admitted to the hospital for a pocket infection. The patient received intravenous antibiotics and per the opinion of the physician, the patient was at high risk for infection following the steroids for skin rash. It was noted that the patient experienced a rash after receiving a medtronic neurostimulator several years ago. The patient was discharged on (B)(6) 2025 with a wound vacuum in place. On (B)(6) 2025, the wound vac was removed. The patient was seen and cleared on (B)(6) 2025 by the surgery team. On (B)(6) 2025, it was reported that the patient's pocket incision was oozing again. The patient was prescribed oral antibiotics and was instructed to go to the hospital if the infection got worse. On (B)(6) 2025, the patient was admitted, and their device was explanted. The pocket was washed out and they were administered with antibiotics along with a wound vac. A new device was implanted on the opposite side on (B)(6) 2025.

Manufacturer narrative:
Updated fields cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced a rash due to the glue and tape used during the procedure. The patient received steroids for the rash and itching. On (B)(6) 2025, the patient woke up with discharge and inflammation at the chest incision site and was admitted to the hospital for a pocket infection. The patient received intravenous antibiotics and per the opinion of the physician, the patient was at high risk for infection following the steroids for skin rash. It was noted that the patient experienced a rash after receiving a medtronic neurostimulator several years ago. The patient was discharged on (B)(6) 2025 with a wound vacuum in place. On (B)(6) 2025, the wound vac was removed. The patient was seen and cleared on (B)(6) 2025 by the surgery team. On (B)(6) 2025, it was reported that the patients pocket incision was oozing again. The patient was prescribed oral antibiotics and was instructed to go to the hospital if the infection got worse. On (B)(6) 2025, the patient was admitted and their device was explanted. The pocket was washed out and they were administered antibiotics along with a wound vac. A new device was implanted on the opposite side on (B)(6) 2025. As of (B)(6) 2025, the patient was fully titrated and per the nurse practitioner was feeling good.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).